Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. Reportedly, the pump was emitting call service 064 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-sep-2019 with the following findings: the complaint regarding cs 064 was reported on (B)(6)2016; according to the pump history the pump was in use until (B)(6)2018 with no evidence of cs 064 alarms. The black box and alarm history for time of the event has been overwritten due to continued use of the pump. The rewind, load, prime sequence was performed successfully with no alarms occurring. The complaint of cs 064 call service alarm issue was not duplicated during investigation. Unrelated to the complaint, a crack was found in the battery compartment. The display was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.